Event description:
It was reported that prior to an unknown procedure the customer received a demo probe. The customer notice that the product was wrong when placing in cabinets. There were no patient consequences.

Manufacturer narrative:
(B)(4). Event year only reported: 2023 batch #: unknown. Investigation summary: a call home data review is not necessary since this complaint is for demo probes sent to the customer, probes not used in a case. Two probes were returned to neuwave for further investigation. These probes were in the dunnage packaging with correct dunnage/not for human use labeling. Both probes had cut cables near the probe head, as per the dunnage probe procedures. Only one of the probes was programmed, jj22nhb68320, from lot ml22047754. This probe had failed the flex and arc tests during manufacturing. The other probe was not programmed, but after further investigation from quality this was found to be from the same lot as the other returned probe. The root cause of the customer receiving dunnage probes is unknown. A search of nonconformities (ncs) was performed for lot ml22047754. An nc was created from this complaint: (B)(4).